Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus attempt and has happened three times in one month. Customer's blood glucose was 168 mg/dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis. No further information was given.